Event description:
It was reported that there was a communication failure error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge service representative evaluated the system and reseated the kv control pcb, connectors, and ribbons. Voltage were verified. The system operates as intended.